Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and seizure ("seizures") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida I, parity 1 ((B)(6) 2002) and neck surgery. Previously administered products included for an unreported indication: hydrocodone from 1992 to 2012. Concurrent conditions included endometritis, vaginal bleeding and overweight. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), endometriosis ("endometriosis"), seizure (seriousness criterion medically significant) and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), spondylitis ("arthritis in neck"), polyarthritis ("arthritis in ankle, shoulder, wrists") and peripheral swelling ("swelling in right foot"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain, spondylitis, polyarthritis, peripheral swelling, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, endometriosis, seizure, weight increased, weight decreased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, polyarthritis, seizure, spondylitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: most, if not all symptoms decreased. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. (B)(6) 2016:surgical pathology report: final diagnosis: hysterectomy, bilateral salpingo-oophorectomy: chronic cervicitis with nabothian cyst. Rare benign endometrial glands, endometrial scar. Adenomyosis. Focal endosalpingosis, ovaries. Benign paratubal cysts and adhesions, fallopian tubes. Gross description: both fallopian tubes contain silver colored spring like hardware devices within the proximal ends that extend into the fundus of the uterus. The devices measure approximately 2cm in length. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received. Events added: hormonal changes, endometriosis, seizures, gastrointestinal or digestive system condition, weight gain / loss. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida I and parity 1 ((B)(6) 2002). Previously administered products included for an unreported indication: hydrocodone from 1992 to 2012. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), spondylitis ("arthritis in neck"), arthritis ("arthritis in ankle, shoulder, wrists"), peripheral swelling ("swelling in right foot"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (undergo one or more surgeries to remove essure / hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain, spondylitis, arthritis, peripheral swelling, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, spondylitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: most, if not all symptoms decreased. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower back pain, arthritis in neck, arthritis in ankle, shoulder, wrists, swelling in right foot, she did not undergo essure confirmation test, bladder infection, urinary tract infection, vaginal infection" were added. New reporter were added. Historical and concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.